Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unk what caused the lens to tear. The facility stated that the injector that was used was a msi-pf and the cartridge that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.